Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in the operating room for an unrelated surgery, externalized conductors were observed. No electrical anomalies were detected. The physician elected to take no action. The lead remains implanted and active. The patient will continue to be monitored.